Manufacturer narrative:
The serial number of the analyzer was (B)(6). The variances are possibly caused by the following: sample degradation due to repeated freeze-thaw cycles, inconsistent storage durations/temperatures, and variability in pooling and dilutions. Contamination during pipetting or dilution steps can influence the titers by artificially increasing or decreasing the actual concentration. Insufficient mixing or pipetting errors during dilutions can lead to variability across aliquots. The investigation did not identify a product problem. E1 initial reporter establishment name: (B)(6).

Event description:
There was an allegation of variance between sample titers during the use of the cobas® hiv-1 assay with a panel and a patient sample using a cobas 6800 analyzer. The first test was one single run with multiple aliquots of pools with the different concentrations (50, 25 and 12,5 copies/ml). The results were not according to what was the expected concentrations. It was indicated that the alleged sample is an acrometrix hiv panel with a 5e5 iu/ml concentration. It was diluted in a pool of hiv negative samples taken from multiple patients. The second test was one run with 10 aliquots of a pool with theoretical concentration of 106 copies/ml, followed by another run with 10 aliquots of a pool of theoretical concentration of 49.7 copies/ml, and 5 aliquots of the 106 copies/ml pool. Variability between samples persisted but results improved compared to the first test, especially at higher concentrations. The second test was made by diluting a positive patient sample collected at another lab which was also diluted in a pool of hiv negative samples. The third test was prepared by diluting the second test¿s stock solution (49.7 copies/ml) and included 10 aliquots and 5 additional aliqouts from the second test. The results remained variable.